Event description:
As reported, the 1.25 x 15 .014 saberx percutaneous transluminal coronary angioplasty (ptca) balloon ruptured after exceeding 10atm. The balloon was changed to a non-cordis 1.5 mm balloon and dilated. After that, the balloon size was increased (2 mm x 2 cm, 3 mm x 4 cm) to dilate the anterior tibial artery, and the procedure was completed. There was no reported injury to the patient. This occurred while treating a right = anterior tibial artery stenosis/occlusion. Puncture was performed antegrade from the right groin on the same side, and a non-cordis catheter was inserted. Various 0.014 guidewires were used to cross the occluded and stenotic lesion, and pta was attempted with a saber x14 (1.25 mm x 1.5 cm) to dilate the anterior tibial artery occlusion. The product was stored properly according to the instructions for use (IFU). No difficulty removing it from the hoop, protective balloon cover, stylet, or other sterile packaging components. No kinks or damages were noted prior to insertion, and the device was prepped per IFU, maintaining negative pressure. The intended procedure was percutaneous transluminal angioplasty (pta). The lesion was characterized by severe calcification, moderate vessel tortuosity, and 90¿100% stenosis, and the device was used for treatment of a chronic total occlusion (cto). No resistance or friction was encountered during insertion through the rotating hemostatic valve or guide catheter. The catheter was not placed in an acute bend and did not kink during use. The device was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.